Event description:
An amplatzer atrial septal device occluder inserted in 2012 for a marfan patient eroded through the atrial roof to the adjacent aorta in (B)(6) 2020, when the patient was doing workouts. This caused aortic wall rupture and bleeding to the pericardial sac. The patient was transferred to our centre for urgent surgery. The device was exserted, and major surgery was done to repair the aorta and atrial septal defect. Fortunately, the initial rupture was contained, and surgery saved the patient's life. Given the underlying connective tissue disorder, this event could end up with massive dissection of the aorta and patient mortality. FDA safety report ID# (B)(4).